Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a shoulder arthroscopy using a repl cam control unt high def, it was reported that the unit started smoking and it smelled like something was burning. A back up device was used to continue after a five minute procedural delay. No patient injuries or complications were reported.

Manufacturer narrative:
One service replacement 560p camera control unit part number 72200559s was received on 08/10/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Cause of burning smell is a burnt capacitor c363 on the video input pcb. Defective pcb is over 7 years old. The complaint investigation has concluded the cause of the failure to be a defective electronic component. Product was shipped to customer as a service replacement on (B)(4) 2014.